Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material ad lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "after the nurse collected the blood from the patient, he immediately sent it to the laboratory and the laboratory informed him of biochemical hemolysis. The nurse informed the patient to collect the biochemical blood again, and the nurse replaced the patient with a new blood collection tube and collected the blood again".